Event description:
It was reported that this unknown pacemaker detected an out-of-range impedance measurement on the right ventricular (rv) lead. It was noted the rv lead impedance had been slowly and constantly increasing since implant. The health care professional (hcp) suspects the rv lead impedance increase is due to fibrosis. The patient is not monitored via the latitude remote patient monitoring system. As such, the health care professional (hcp) scheduled a follow-up in six months and reprogrammed the pacing output to auto. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unknown pacemaker detected an out-of-range impedance measurement on the right ventricular (rv) lead. It was noted the rv lead impedance had been slowly and constantly increasing since implant. The health care professional (hcp) suspects the rv lead impedance increase is due to fibrosis. The patient is not monitored via the latitude remote patient monitoring system. As such, the health care professional (hcp) scheduled a follow-up in six months and reprogrammed the pacing output to auto. No adverse patient effects were reported. This pacemaker system remains in service.